Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor resistor. Pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The patient¿s blood glucose level was 20 mmol/l. The customer stated that the drive support cap was normal. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.